Manufacturer narrative:
(B)(4). One used forcefxc generator was returned for evaluation. The returned unit did not meet specification as received by medtronic. The investigation found that the torque seal on potentiometer r96 on the psrf board had been broken, and the rem voltage was at 1.3vdc. The rem voltage should be between 1.5vpp to 2.5vpp. Potentiometer r96 was adjusted to 2.0vdc and the rem test was rerun. The unit was within specification. The investigation isolated the failure to the rem calibration, but a root cause was not identified. The potentiometer r96 was replaced as a preventative measure. The unit was then calibrated and testing found the generator to function normally.

Event description:
The customer had reported that the rem would not alarm during testing. The preliminary investigation by covidien found that when the rem function was tested, the peak to peak voltage was low at 1.42v. Further testing of the rem function found that the rem would not alarm when the resistance was increased from 120 up to 200 ohms, thus allowing the unit to be activated outside of acceptable limits.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. Additional investigative detail: a review of the appropriate device history records found that this unit was upgraded and was released meeting all specifications.